Event description:
It was reported by svc report that the foot left/right side rails were stuck in the low position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail pivots corroded.